Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that, while loading the exams into the navigation system, the representative was looking at the 2nd exam while the 3rd exam was being sent. The software reverted back to the patient list and exited. The representative re-entered the software with no issue and was unable to replicate the error. There was no patient present when this issue was identified.